Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
While trying to unlock pacer using the unlock key button, the pacer screen went blank. The pacer and sensing lights were no longer blinking. The patient experienced a syncopal episode and was unresponsive for approximately 10 seconds. The patient was asystolic for approximately 15 seconds and there was no palpable pulse. A new pacer box was connected and the patient had an immediate response of av pacing at 80, alert with bp 119/64.

Event description:
It was reported that the device was explanted after an implant duration of approximately 99.9 months, due to unknown reasons. No further details were provided.